Manufacturer narrative:
The device was returned to olympus for inspection. The evaluation found that the device had a missing control button and there was poor water tightness around the button. The cause of the missing button that led to the water tightness loss could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited water tightness failure. There was no patient involvement.